Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: endometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included diabetes mellitus, postpartum depression and anemia. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain."), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In august 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia),"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), analgesics, augmentin, ceftriaxone, ferrous sulfate, doxycycline, hormones nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation- (B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, depression and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the coil in the right side may be coming out. X-ray - on an unknown date: the coil in the right side may be coming out. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endocervix-curettage: fragments of benign endocervical mucosa. Ascus positive hpv. Hemoglobin: 11.7 (B)(6) 2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage -cervix shows mild acute and chronic inflammation and focal ulceration. -bilateral fallopian tubes are unremarkable.. ·uterine serosa shows a microscopic benign serous cyst consistent with endosalpingiosis. -negative for malignancy or dysplasia -embedded metal object within right ovary gross description: specimen: symmetrical uterus with bilaterally unattached fallopian tubes dimensions: 90 grams, 8.5 x 5 x 4.5 cm endometrium: scarred, contracted, soft, measures 0.7 cm greatest thickness myometrium: measures 1,8 cm greatest thickness features: 1) unremarkable for well-circumscribed masses; 2) right cornu shows an embedded metal spring like' structure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: endometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included diabetes mellitus, postpartum depression and anemia. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endomcervix-curettage: fragemnts of benign endocervical mucosa. Ascus positive hpv. Hemoglobin: 11.7 (B)(6) 2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage -cervix shows mild acute and chronic inflammation and focal ulceration. -bilateral fallopian tubes are unremarkable.. ·uterine serosa shows a microscopic benign serous cyst consistent with end. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti as well as folic acid from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain.") And dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced anaemia ("blood or type: anemia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia),"). The patient was treated with (hormones nos), analgesics, augmentin, ceftriaxone, doxycycline, ferrous sulfate, ibuprofen (motrin), paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy and ablation- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, dysmenorrhoea, anaemia, migraine and headache outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the urinary tract infection had resolved. The reporter considered anaemia, anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: the coil in the right side may be coming out. X-ray - on an unknown date: results: the coil in the right side may be coming out. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Events blood or type: anemia, migraines, and headaches added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: endometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included diabetes mellitus, postpartum depression and anemia. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain.") And dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),") and menorrhagia ("abnormal bleeding ( menorrhagia),"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), analgesics, augmentin, ceftriaxone, ferrous sulfate, doxycycline, hormones nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression and dysmenorrhoea outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the urinary tract infection had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the coil in the right side may be coming out. X-ray - on an unknown date: the coil in the right side may be coming out. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endomcervix-curettage: fragments of benign endocervical mucosa. Ascus positive hpv. Hemoglobin: 11.7 (B)(6) 2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage -cervix shows mild acute and chronic inflammation and focal ulceration. -bilateral fallopian tubes are unremarkable.. ·uterine serosa shows a microscopic benign serous cyst consistent with endosalpingiosis. -negative for malignancy or dysplasia -embedded metal object within right ovary gross description: specimen: symmetrical uterus with bilaterally unattached fallopian tubes dimensions: 90 grams, 8.5 x 5 x 4.5 cm endometrium: scarred, contracted, soft, measures 0.7 cm greatest thickness myometrium: measures 1,8 cm greatest thickness features: 1) unremarkable for well-circumscribed masses; 2) right cornu shows an embedded metal spring like' structure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal, ), abnormal bleeding (menorrhagia)-" outcome updated to "recovering / resolving", event "infection (bladder/urinary tract/vaginal) type: uti" updated to "recovered / resolved" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: endometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included diabetes mellitus, postpartum depression and anemia. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain."), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 7 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), menorrhagia ("abnormal bleeding ( menorrhagia),") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with ibuprofen (motrin), paracetamol (tylenol), analgesics, augmentin, ceftriaxone, ferrous sulfate, doxycycline, hormones nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, dysmenorrhoea and investigation noncompliance outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, genital haemorrhage, investigation noncompliance, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: the coil in the right side may be coming out. X-ray - on an unknown date: the coil in the right side may be coming out. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endomcervix-curettage: fragemnts of benign endocervical mucosa. Ascus positive hpv. Hemoglobin: 11.7 (B)(6) 2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage -cervix shows mild acute and chronic inflammation and focal ulceration. -bilateral fallopian tubes are unremarkable.. ·uterine serosa shows a microscopic benign serous cyst consistent with endosalpingiosis. -negative for malignancy or dysplasia -embedded metal object within right ovary gross description: specimen: symmetrical uterus with bilaterally unattached fallopian tubes dimensions: 90 grams, 8.5 x 5 x 4.5 cm endometrium: scarred, contracted, soft, measures 0.7 cm greatest thickness myometrium: measures 1,8 cm greatest thickness features: 1) unremarkable for well-circumscribed masses; 2) right cornu shows an embedded metal spring like' structure. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type:uti, psychological or psychiatric problems condition: depression and mental anguish, migration of essure device location of device: endometrial canal, dysmenorrhea (cramping). Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/ migration of essure device location of device: endometrial canal') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included diabetes mellitus, postpartum depression and anemia. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endomcervix-curettage: "fragments" of benign endocervical mucosa. Ascus positive hpv. Hemoglobin: 11.7 (B)(6) 2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage -cervix shows mild acute and chronic inflammation and focal ulceration. Bilateral fallopian tubes are unremarkable.. Uterine serosa shows a microscopic benign serous cyst consistent with end. Previously administered products included for an unreported indication: trinessa. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti as well as folic acid from (B)(6) 2016 and vitamins nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain.") And dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced anaemia ("blood or type: anemia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), menorrhagia ("abnormal bleeding ( menorrhagia),"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with amoxicillin;clavulanic acid (augmentin), analgesics, ceftriaxone, doxycycline, ferrous sulfate, hormones, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy with bilateral salpingectomy and ablation- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, dysmenorrhoea, anaemia, migraine and headache outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and urinary tract infection had resolved and the back pain and abdominal pain was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: the coil in the right side may be coming out.. X-ray - on an unknown date: results: the coil in the right side may be coming out.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of the event pain and bleeding were updated. Reporter added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/ migration of essure device location of device: endometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in a 26-year-old female patient who had essure (batch no. 901331) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included diabetes mellitus, postpartum depression and anemia. (B)(6) 2012, pelvic sonogram:the patient is status post essure device placement. The essure device on the left is easily visualized and appears normal in position. The essure device on the right is not as well visualized. There is an echogenic linear or tubal structure in the fundal portion of the endometrial canal. Conclusion¿ minimal free fluid in the adnexal regions bilaterally, possibly due to recent ruptures of a follicular cyst. Status post essure placement with a normal sonographic appearance on the left. Suboptimal evaluation of the essure device on the right cannot exclude migration of the essure device on the right into the fundal portion of the endometrial canal. Findings- essure wires in the pelvis. Transvaginal scan: a tiny (4 mm) simple-appearing cyst is seen within the posterior myometrium of the uterine body. Endometrium measures 7 mm in thickness. Each ovary contains a few small follicles. Impression- a small amount nonspecific pelvic free fluid is identified, a tiny simple-appearing uterine cyst is seen,otherwise unremarkable ultrasound of the pelvis. (B)(6) 2016, endometrium· biopsy: secretory endometrium with focal breakdown and reactive epithelial changes. No hyperplasia, atypia, or malignancy. (B)(6) 2016, cervix-biopsy: cervical transformation zones with multifocal low grade squamous intraepithelial lesion (lsil), mild dysplasia and hpi infection, cin I. Background of marked chronic cervicitis. Endomcervix-curettage: fragemnts of benign endocervical mucosa. Ascus positive (B)(6). Hemoglobin: 11.7. 23dec2016: pathology report final microscopic diagnosis: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: -benign endometrium showing features consistent with previous ablation treatment with ulceration and hemorrhage. -cervix shows mild acute and chronic inflammation and focal ulceration. -bilateral fallopian tubes are unremarkable.. ·uterine serosa shows a microscopic benign serous cyst consistent with end. Previously administered products included for an unreported indication: trinessa. Concurrent conditions included hysterectomy (novasure endometrial ablation) since (B)(6) 2016, pneumonia, menometrorrhagia and chlamydial infection. Concomitant products included antibiotics for uti as well as folic acid from (B)(6) 2016 to (B)(6) 2016 and vitamins nos. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/pain.") And dysmenorrhoea ("dysmenorrhea (cramping),"). On (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2012, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2016, the patient experienced anaemia ("blood or type: anemia"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, ),"), menorrhagia ("abnormal bleeding ( menorrhagia),"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with amoxicillin;clavulanic acid (augmentin), analgesics, ceftriaxone, doxycycline, ferrous sulfate, hormones, paracetamol (acetaminophen), paracetamol (tylenol), and surgery (hysterectomy with bilateral salpingectomy and ablation- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, anxiety, depression, dysmenorrhoea, anaemia, migraine and headache outcome was unknown, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain was resolving and the urinary tract infection had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: the coil in the right side may be coming out.. X-ray - on an unknown date: results: the coil in the right side may be coming out.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2019: pfs received. New events abdominal pain and back pain were added. Concomitant, treatment and historical drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.